Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an off/no power anomaly and physical damage on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that she received a low battery alert prior to the off/no power alert. Customer also reported that she had a failed battery test and an excessive no delivery alarm in the history of the pump. Customer stated there was a crack on the battery compartment since the pump fell out of the battery case. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.